Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Investigation flow: damage. Visual inspection: the 12.0mm medullary reamer head (p/n: 352.12, lot number: unknown) was received at us cq. Upon visual inspection, the reamer head was broken. The broken fragments of the reamer head were not returned. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review since the exact manufactured date of the device was not identified, the current revision was reviewed. No design discrepancies were identified during the document review. An mre could not be performed as no lot number was available. Complaint confirmed? Yes, the reamer head was broken. Hence confirming the allegation. Investigation conclusion: this complaint is confirmed for 12.0mm medullary reamer head (p/n: 352.12, lot number: unknown) as the reamer head was broken. No definitive root cause could be determined based on the provided information. However, the broken condition observed could have been due to the device experiencing unintended forces. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the threaded guide was not drilling to the guide. The surgeon used a different variable angle locking compression plate/12 hole/266mm/left. The tip of the flexible shaft and stardrive screwdriver shaft was bent and the medullary reamer head was broke inside the patient. The fragments from the device were broken in the patient, surgery was delayed roughly about twenty to thirty (20-30) minutes. The procedure was successfully completed. This is report 2 of 4 for (B)(4).